Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the j tube was replaced. On (B)(6) 2017, the patient was examined by his physician for follow up and the stoma site was assessed for drainage and odor. He was placed on an oral antibiotic bactrim for 5 days.